Event description:
International affiliate reports that the desired result was not achieved after changing the pressure of the implanted valve. The surgeon believed there was a blockage in the device and the valve was explanted.